Manufacturer narrative:
Mc1vr01-delsys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, was deployed in the right ventricular apex. Electrical testing was performed and found to be acceptable. Fixation was verified, and tines confirmed. Electrical testing was repeated and found to be acceptable. The tether suture was cut and the delivery system was removed. Following tether removal, device interrogation revealed no capture. The physician decided to remove the leadless ipg. A gooseneck snare was used to recapture the leadless ipg through and into the introducer. The leadless ipg then dislodged from the snare at the valve of the introducer. A guidewire was inserted into the introducer, and the leadless ipg and introducer were removed over the guide wire. A new leadless ipg was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.